Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that, on two separate occasions, he experienced a failed sensor. On both occasions, upon removing the sensor on the 7th day of wear, pt noticed that the sensor wire was sticking out of his skin. Pt used tweezers to remove the wire from his skin. Pt reported that, in both instances, he removed the transmitter before removing the sensor. Pt reported no infection at the insertion site. No medical intervention was required, and pt was fine at the time of his call to dexcom technical support. This is MDR 1 of 2 for the complaint. See MDR # 3004753838-2011-00012 for report 2 of 2.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be (B)(6) based on narrative info contained in the pt's complaint file. The pt's age is reported as an estimate per the instructions for form FDA 3500a.